Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient required female catheterization so used foley catheter kit size 12 on ward, inserted without complication or pain. When the balloon was inflated, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter was removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment. Patient was pain free without evidence of harm at time of removal.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient required female catheterization so used foley catheter kit size 12 on ward, inserted without complication or pain. When the balloon was inflated, resistance changed after 5ml and clear fluid immediately drained from catheter, suggesting burst balloon inside patient. Catheter was removed, attempted to inflate balloon when outside of patient, no balloon inflation but did demonstrate leaking of fluid. Potential faulty equipment. Patient was pain free without evidence of harm at time of removal.